Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A sample was received to perform an investigation. A visual inspection of the pump found both seals removed. In addition, the top case was cracked/chipped by the front left bottom corner, the mounting post on the bottom case was broken, and there was visible contamination by the l-bracket pole clamp. A review of the pump event history log found evidence of force sensor test in the history. During power up process, the reported problem was duplicated. The cause of the problem was due to the force sensor being out of calibration. The customer had replaced the force sensor and plunger board and did not calibrate the force sensor. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited force sensor failure regardless of pcb and sensor replacement. No patient injury reported.